Event description:
It was reported that, "patient received hemi-arthroplasty for hip fx in 2008. Acetabular was revised due to dislocation at about five months post-op, using constrained liner about two months later. Patient dislocated constrained liner due to patient's advanced age & mental status. Surgeon chose to revise using same style liner & increased neck length from +0 to +8 22mm head."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should device become available, the evaluation summary will be submitted in a supplemental report.